Event description:
Information was received that reported a patient was hospitalized in 2007 due to incidence of diabetic ketoacidosis. The reporter stated that one day earlier throughout the day her blood glucose was normal. At 7pm her blood glucose had risen to 220. At 10pm it was up to 330mg/dl. At 11:30 pm it was 400mg/dl and by 1am on original date, it was 500. The patient reports that she tried numerous troubleshooting methods which did not alleviate the problem. The next morning, her blood glucose was still over 500, at the time she went to the hospital. She went to the ER and was admitted with a diagnosis of dka. She was treated with IV fluids and insulin. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
Device evaluation: the suspect device was returned and evaluated. Functional, delivery and accuracy tests were performed, the device was found to pass all functional, delivery and accuracy tests. No operational or functional failure was detected and the product was within specification.